Event description:
Customer reported an alarm on his insulin pump. He tried to clear it, but the device alarmed button error so he could not clear the alarm. Customer's blood glucose was 304 mg/dl. He treated with the device. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm did not occur shortly after a battery change. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.